Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300s mg/dl). The customer reported to have forgotten to delivery a bolus for food that was consumed and the bg level would elevate. A correction bolus and/or insulin injections were used to address the high bg. Tandem technical support suggested that the customer to discuss the event with a healthcare provider.